Event description:
It was reported that cgm displayed error message during sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance for complete pump reset, and completed reset with support; error message did not reappear, and customer successfully started new sensor session.